Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported sound with both of his audio processors suddenly sounded distorted with a static or crackle on (B)(6) 2019; reportedly speech is garbled and unclear. X-ray imaging indicated that the device had migrated from the cochlea.

Manufacturer narrative:
Conclusions: based on the received information, the active electrode array post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. Thus, a re-insertion surgery was successfully performed. One channel shows high impedance after the revision surgery for unknown reasons. Furthermore some swelling was noticed at the implant site, which seems to be related to the recipient's habit of self inflating to equalize pressure. The device remains implanted and in use.this is a final report.

Event description:
Hearing performance with the device was affected: the sound with both of user_s audio processors suddenly sounded distorted with a static or crackle on (B)(6) 2019, and speech perception was garbled and unclear. It was so bad that the recipient could not wear the device. X ray imaging indicated that the device had migrated out of the cochlea as suspected. The five most basal channels got disabled (channel 12 had been previously disabled). Revision surgery took place on (B)(6) 2019. Electrode array was successfully re-inserted; the device stays implanted and in use.